Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an anvil with a washer completely cut and two donuts can be seen along with the anvil. Also, the washer shows nicks on the anvil half washer; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: q: may I ask for the product code and lot number. Ans: product code is cdh29b. But no lot number as they have discarded before reporting to me. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please provide additional details regarding the comments made about the suture coming off together with the device? Was a purse string tied around the anvil head? Or used for a different purpose? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a low anterior resection on (B)(6) 2026, on post op leak day 3. Noted the suture which was tied with the anvil was not cut upon firing the device. However, both proximal and distal donut were complete and breakaway washer separated into 2 pieces. Surgeon noted suture came off together with the device upon removing from patient's via the anal canal. No pre-operative radiotherapy was performed. Contrast study performed to confirm leak during post op day 3. Surgical repair on anastomosis site was performed. Patient required an extended hospitalization.